Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Updated h1 facility field and updates patient codes. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead was dislodged the patient experienced coughing and lost av synchrony. The lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code 3191 was used to capture the patient undergoing surgical intervention. Updated e1 facility field and h6 updates patient codes. (Corrected the statement of the corrected fields h1 to e1). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted as the lead was dislodged the patient experienced coughing and lost av synchrony. The lead was returned and analyzed. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
This right atrial (ra) lead was explanted as the lead was dislodged. The lead was returned and analyzed. No additional adverse patient effects were reported.